Manufacturer narrative:
Additional information: h6. Related complaints report numbers: 3011175548-2026-0000017 and 3011175548-2026-0000018. This investigation covers complaints of damage caused to thoracic drains and/or their packaging during shipping or handling of the device. This includes, but is not limited to, cracks, bends, holes, broken off pieces, dents, and foreign substances (water, oil, etc.) Spilled on the device or packaging. Known causes of shipping and handling damage are impacts to shipping boxes such as being dropped or being struck by equipment. Damage to packaging or devices can occur in warehouses, on shipping vehicles, and even at hospitals and user facilities. Damage caused to a device while being handled at a user facility can often be indistinguishable from that caused during shipping, especially if the packaging has been discarded which often happens long before the damage is identified. Both methods of damage occur outside the manufacturer's control and result in the same hazardous situations, so will both be covered by this investigation. The ifus for all drains provide instructions for positioning of the drain and instruct the user not to use the device if the device or packaging are damaged. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Complaint is considered to be confirmed as the device is damaged in the provided image. Damage caused by shipping and handling is not considered a confirmed nonconformance, as the damage occurred after it left the manufacturer's control. The root cause of complaints covered by this investigation is supply chain - handling damage. Escalation determination: this is a known issue which will be monitored through the complaint handling process and trend reviews are performed on a monthly basis and excursions related to trending is also handled by the CAPA the process.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon unpacking, the oasis drainage system, it was found to be damaged and broken on the upper part of the left side. No patient was involved.